Manufacturer narrative:
The insulin pump was received with no delivery alarm during 7.2 unit bolus test due to fly back capacitors voltage leak.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. Customer stated they had one implant at apollo hospital. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.